Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination guiding sheath was returned to terumo medical corporation for product evaluation. The returned sample included the sheath and shelfpack. The returned sample was subjected to visual analysis. The sheath was observed to be broken at 14.2cm from the hub. There were signs of damage and deformation and the two pieces were held together by a coil. The sample was returned and investigation showed a breakage on the sheath shaft. The complaint can be confirmed for sheath separation. The exact root cause cannot be determined. The likely cause is there was resistance during withdrawal that led to the breakage. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: removal of the 6fr destination. Traction broke the introducer kit and bleeding occurred. The intravascular foreign body to be retrieved. Surgical hemostasis/approach. Removal of the remainder of the introducer without residual foreign body. Patient with serious injury.